Event description:
The hcp was unable to access the catheter access port. They only felt metal upon insertion of the needle. The appropriate kit and needles were used. There were no issues with pump pocket dept or pump movement. The hcp reported that there was no pt symptoms or injury associated with the event. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4) (possible flip): this report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.